Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacturer dates are unknown. The device has not been received for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2009, that a flexima biliary stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2009. According to the complainant, after deployment of the stent, during device removal, the catheter broke. The fracture occurred while withdrawing the catheter from the scope. Additionally, no device fragments were left inside the patient. The procedure was completed with the same flexima biliary stent system. There were no patient complications or adverse effects reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.